Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified and moderately tortuous lesion in the right coronary artery. After a 2.5mm x 15mm non-bsc balloon ruptured, this 10mm x 2.5mm wolverine coronary cutting balloon was attempted but ruptured on the second inflation at fourteen atmospheres. A 2.75mm x 15mm non-bsc balloon was then used and the procedure was successfully completed without issue or patient injury with a stent being implanted.

Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual examination identified no damage to the tip of the device. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified and moderately tortuous lesion in the right coronary artery. After a 2.5mm x 15mm non-bsc balloon ruptured, this 10mm x 2.5mm wolverine coronary cutting balloon was attempted but ruptured on the second inflation at fourteen atmospheres. A 2.75mm x 15mm non-bsc balloon was then used and the procedure was successfully completed without issue or patient injury with a stent being implanted.